Event description:
It was reported that the health care professional (hcp) called for review of a treated episode for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services reviewed and found there was functional undersensing which led to a delay in therapy due to variability in the amplitude signals. The patient is in a ventricular tachycardia (vt)/ ventricular fibrillation (vf) arrythmia and it took 43-44 seconds before the shock was delivered. The device is programmed to alternate 1x gain. It was noted that the patient did pass out prior to the shock. Ts discussed programming options. At this time, the device remains in service. No additional adverse patient effects were reported.